Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ultrasound could not visualize the essure devices in their entirety'), pelvic pain ('pelvic pain') and thyroid disorder ('autoimmune disorder type of disorder: thyroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), gastrointestinal disorder ("gi conditions") and thyroid disorder (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), hysterectomy with bilateral salpingectomy and thyroidectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, gastrointestinal disorder, hormone level abnormal and thyroid disorder outcome was unknown, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the depression was resolving. The reporter considered abdominal pain, depression, device dislocation, dysmenorrhoea, gastrointestinal disorder, hormone level abnormal, pelvic pain and thyroid disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), psych injury. Discrepancy in essure insertion date: (B)(6) 2012, discrepancy in essure removal date:(B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, failure to occlude (close) fallopian tubes; on (B)(6) 2012: occluded fallopian tubes. Ultrasound scan vagina - on (B)(6) 2012: ultrasound could not visualize the essure devices in their entirety.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received. Reporter information added. Events: autoimmune disorder type of disorder: thyroid,ultrasound could not visualize the essure devices in their entirety added. Event psych injury updated to psychological or psychiatric problems condition: depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported, by a lawyer and describes the occurrence of device dislocation ('ultrasound could not visualize the essure devices in their entirety'), pelvic pain ('pelvic pain') and thyroid disorder ('autoimmune disorder type of disorder: thyroid'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), gastrointestinal disorder ("gi conditions") and thyroid disorder (seriousness criterion medically significant). And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), hysterectomy with bilateral salpingectomy and thyroidectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, gastrointestinal disorder, hormone level abnormal and thyroid disorder outcome was unknown. The pelvic pain, dysmenorrhoea and abdominal pain had resolved. And the depression was resolving. The reporter considered abdominal pain, depression, device dislocation, dysmenorrhoea, gastrointestinal disorder, hormone level abnormal, pelvic pain and thyroid disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), psych injury. Discrepancy in essure insertion date: (B)(6) 2012. Discrepancy in essure removal date:(B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Failure to occlude (close) fallopian tubes on (B)(6) 2012: occluded fallopian tubes. Ultrasound scan vagina: on (B)(6) 2012: ultrasound could not visualize the essure devices in their entirety. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the psychological trauma, gastrointestinal disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, gastrointestinal disorder, hormone level abnormal, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), psych injury, gi conditions, hormonal changes. Laboratory data was added, essure removal date and procedure were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.